Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, a photograph was provided by the customer for evaluation. The picture was taken with high magnification and showed a pseudophakic eye claimed to be implanted with a lens tecnis multifocal model zkb00. A lens with a diffractive pattern was observed, which is compatible with a multifocal lens. In addition, a smeared/unpolished like discoloration located in the center of the lens was observed. The complaint issue "inclusions" was not identified during photograph evaluation. The issue observed as "discolored" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: +(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there is opacity on the central back surface of the tecnis multifocal intraocular lens (iol). The surgeon states the patient "may be just dissatisfied with a multifocal" and has previously undergone a yttrium aluminum garnet (yag) procedure. Through follow up we learned the yag procedure was mentioned as relevant medical history and not an intervention to the complaint raised. The patient is very unhappy with the quality of her vision, which did not improve with refraction. There have been no surgical or medical interventions outside normal standard of care and none are currently planned for the future. We also learned that this complaint relates to two of the same product, involving bilateral eyes. The hospital is unwilling to provide the serial numbers of the iol. The implant and event dates are still unknown. No further information is available at this time. A separate report will be submitted for the other eye.

Manufacturer narrative:
As per the additional information received, correction is required for the following fields: section d4 - model number: zkb00. Section d4 - catalog number: zkb00i0220. Section d4 - serial number: (B)(4). Section d4 - expiration date: 07-dec-2025. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: 07-dec-2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.